Event description:
Information received from the field does not address the patient's clinical status but notes difficulty with interrogating the device at implant. A message that the device was in back-up mode had appeared. After multiple attempts, the device accepted programming but dashes were still noted for base rate.